Event description:
It was reported the sparq ultrasound system's monitor had detached from the articulating arm when making a position adjustment. The failure occurred outside of clinical use and no patient or user was harmed. The service engineer replaced the articulating arm to resolve the customer¿s immediate concerns. Philips has started an investigation and upon completion, a follow up report will be submitted.